Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped and cracked. The right plunger case was cracked. Error history log review found motor not running and force sensor test errors in history. The root cause of the reported issue was found to be a force sensor cable was damaged causing the force sensor test error at start-up. Actions were taken to mitigate the reported issue: replaced force sensor and plunger cable as a preventative measure for force sensor test error. Replaced motor assembly as a preventative measure for motor not running error in history.

Event description:
It was reported that the pump was alarming motor not running - force sensor test errors. No patient injury was reported.